Event description:
On (B)(6) 2024: integrum received unit (B)(6) together with a report form stating that the axor ii has fallen off the abutment during use. The patient fell, no injuries reported. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. Technical investigation of unit (B)(6) has not yet been performed.

Event description:
2024-08-28: integrum received unit (B)(6) together with a report form stating that the axor ii has fallen off the abutment during use. The patient fell, no injuries reported. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. Technical investigation of unit (B)(6) has not yet been performed. 2024-09-07 integrum received video showing the patient donning the unit according to IFU. 2024-09-09 integum received supplemented information. The patient reported that the prosthesis fell off and could have been due to incorrect donning. No major injuries as result only minor bruising. 2024-09-12 technical investigation of received axor ii (B)(6) performed. During the investigation the reported issue could not be replicated. The device donning functions were tested with approved results; however, the clamps show several small marks which might indicate incorrect donning. The several small marks on the clamps did not affect the function. 2023-09-13 the device was serviced and functionally tested according to specification with approved results. The unit has not been sent to integrum for annual service according to instructions in the IFU. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. And that the device shall not be used if a stable connection cannot be achieved. Informatiion to send the unit to integrum for annual service according to the IFU.